Event description:
The programmer was returned to the manufacturer for calibration and repair due to a damaged printer that made a clicking noise and skipped while printing. The programmer was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The printer was found damaged. The printer frame around the printer drawer drive gears was broken and allowed the teeth to skip over each other. Programmer software controlled gain, agc (automatic gain control), noise rejection, and telemetry b uplink were out of specification. The link electronics module printed circuit board was found out of electrical specification.